Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, within the same surgery due to the lens was implanted upside down in the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
Weight: unknown. Ethnicity: unknown. Race: unknown. (B)(4). Claim # (B)(4).